Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported a hypoglycemia event with dexcom g7 continuous glucose monitor (cgm) inconsistency. The dexcom sensor displayed 103 mg/dl while blood glucose (bg) fingerstick readings were 67 mg/dl and then 63 mg/dl. After calibration, the sensor remained above 100 mg/dl and the pump would not accept calibration. User expressed concern about announcing breakfast. Agent advised sensor replacement due to >20% discrepancy, but user stated sensor readings are usually inaccurate during the first 20 hours and chose to monitor closely. User planned to eat breakfast and announce when sensor and fingerstick values aligned more closely. A later fingerstick showed 72 mg/dl, indicating user was in range. The user's lowest blood glucose (bg) recorded was 63 mg/dl. Bg was correctable with juice, and no prolonged out-of-range period (>90 minutes), alerts, symptoms, medical intervention, or outside assistance were noted at the time of call.